Event description:
The technician alleged that the head hi low drifts down slowly overnight. No pt impact.

Manufacturer narrative:
The technician replaced head hilow up and down valve to resolve the issue.